Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm one month ago. The common iliac vessels had mild tortuosity and mild calcification; there was an aortic neck angulation of an unknown degree. It was reported that the physician decided to perform this implant due to a recent 40 mm growth (>5 %) in the aneurysm. The infrarenal bifurcated stent graft had been deployed too high and the renal arteries were covered. A surgical conversion was necessary. User error and inaccurate delivery of the device contributed to the situation. Upon initial inspection, there had been no issues with the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial occlusion. Mild tortuosity, mild calcification in the common iliacs; aortic neck angulation of an unknown degree and recent 40 mm recent growth (>5%) in the aneurysm. Infrarenal bifurcated stent graft had been deployed too high and the renal arteries were covered. Conclusion: mild tortuosity, mild calcification in the common iliacs; aortic neck angulation of an unknown degree and recent 40 mm recent growth (>5%) in the aneurysm. Infrarenal bifurcated stent graft had been deployed too high and the renal arteries were covered.